Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. There were some motor error and motor position encoder error alarms in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to confirm the e70 alarm due to erased history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and no delivery tests due to motor error alarm. However, the insulin pump passed the currents test, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot and minor scratched display window.